Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to loss of connection to the internal device. It is unknown if there are plans to reimplant the patient as of the date of this report.